Event description:
Trerotola device was used for thrombolysis of a dialysis fistula. Radio-opaque rubber tip (about 2x4mm) exited a defect in the fistula wall associated with recent dialysis punctures in a region of stenosis. The tip broke off into the soft tissues, confirmed fluoroscopically and upon device removal. Procedure was successfully completed with no immediate sequela. A stent was placed to treated the stenosis and tear, fully excluding the rubber tip from the fistula. Patient was informed. FDA safety report ID# (B)(4).